Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 114906, disc hum 5x100mm lt flanged c, lot # 092660. Catalog # 114700, disc condyle kit w/ hexalobula, lot # 747050. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a total elbow arthroplasty. Subsequently, the patient is being considered for an ulnar revision due to unknown reasons. The patient reportedly needs a longer stem. No further information is available at this time.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up is being submitted to relay additional information.